Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: the dissection balloon would not inflate and was leaking air. The procedure was continued with opening another device.

Manufacturer narrative:
(B)(4)